Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 37 mg/dl. Multiple follow up attempts were made with the customer. However, no additional information regarding this event was provided.